Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 30 during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer gave correction insulin by injection, planned to use multiple daily injections as backup therapy, did not require help from emergency services, and technical support confirmed the pattern of alarms and arranged for pump replacement while customer also expressed interest in an out-of-warranty loaner pump.